Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional perclose proglide devices with reported issues were filed under separate medwatch manufacturer reports.

Event description:
It was reported this was an arteriotomy closure bilaterally using the pre-close technique via a 6fr sheath hole prior to a endovascular aneurysm repair (evar) procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with four proglide devices used in the right common femoral artery (rcfa) and one proglide device used in the left common femoral artery (lcfa). A suture break occurred with one proglide device used in the lcfa. The sutures of two new proglide devices were successfully pre-placed in the rcfa and lcfa. The sheath was upsized to a 16fr sheath and the procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.